Event description:
Covidien received information stating that the backlight on an 840 ventilator were out. The reporter did not have information regarding if the ventilator was in use on a patient when the malfunction occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) inspected the device and found a bad power cord. The cse replaced the power cord. The cse performed extended self-testing on the device and all tests passed.